Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿false positive results¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number 0015987. The customer reported that when testing with lot # 0015987, the entire staff (10) tested positive. However, when testing with another lot number, the entire staff (2) tested negative, and nobody has come down with the flu. A sample was sent for pcr confirmation testing, but they did not have the result at the time of reporting. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch history record (bhr) review was performed. The results were acceptable, and no relevant issues were found. The reported lot number 0015987 has already expired at the time of reporting; therefore, retain sample analysis could not be conducted. The customer provided the photographs of veritor analyzer and veritor flu kit box; however, the reported issue could not be confirmed. According to the photo provided by the customer, the affected lot# is 0015987, which expired on 2023-01-05. Customers are instructed not use this test kit beyond the expiration date printed on the outside of the box. A trend analysis for false positive was conducted, no adverse trend was identified. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
Report 9 of 10. It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit staff tested positive with lot number 2287234 but when using another lot number the staff tested negative. No treatment was given. The following information was provided by the initial reporter: customer reports that when testing with lot # 2287234, the entire staff testing positive, but when testing with another lot #, the entire staff tested negative and nobody has "come down with the flu." When the customer realized the result was a false positive, they did not treat the patient. Had the result been a true positive, the patient would have been treated how many staff members tested positive and how many tested negative during the 2nd test? 10 tested positive. 2 tested negative.

Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there was a false positive. Test was repeated with a different lot# and the result was negative. There was no patient impact reported. This is the 9th of 10 patients. The following information was provided by the initial reporter: "customer reports that when testing with lot # 2287234, the entire staff testing positive, but when testing with another lot #, the entire staff tested negative and nobody has "come down with the flu."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.